Manufacturer narrative:
An event regarding dislocation and cup loosening involving a trident liner, femoral head and trident shell was reported. A review of the device history records indicates that the reported devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicated that there were no similar events for the reported lot. Images of the device were provided. Adherent bone on the stem indicates the stem was well fixed to the bone. Black debris was also noted around the taper of the device. Device return and subsequent material analysis is needed to confirm this debris. Conclusion: there was no evidence to suggest device under the scope of this investigation was responsible for the reported dislocation. A medical review indicated "there is one ap x-ray view with limited field of view that shows a reasonably adequate component position although anteversion cannot be measured due to limited field of view (full pelvic view required) and absence of lateral x-ray while the CT-scans are of no help either. Dislocation is usually either procedure-related with regard to component (mal)position or soft tissue imbalance across the hip, alternatively patient-related with regard to excessive activity, not very probable in this elderly lady. Device-related factors have no place in instability scenario¿s" based on the provided information, the product reported in this investigation did not contribute to the event. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Booked hip revision due to patient presenting with pain and dislocation. Hip was revised, accolade stem removed and cup liner. Stem replaced with restoration modular and mdm. Upon explanting the stem it was noted by the surgeon that the stem and femoral head showed debris.

Event description:
Booked hip revision due to patient presenting with pain and dislocation. Hip was revised, accolade stem removed and cup liner. Stem replaced with restoration modular and mdm. Upon explanting the stem it was noted by the surgeon that the stem and femoral head showed debris.

Manufacturer narrative:
Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Sent to (B)(4).